Manufacturer narrative:
(B)(4) date sent to the FDA: 01/27/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, what do you mean by 'stitches did not hold'? Was there any issue with the barbs non-engagement in tissue? Or was the fixation loop not engages in tissue that lead to suture slippage? What in the surgeon's opinion are the factors contributing to the event?

Event description:
It was reported that patient underwent an open bilateral inguinal hernia repair procedure on (B)(6) 2017 and the barbed suture was used. A surgeon was performing the patient's open skin closure during the procedure and about one minute following the closure, the opening of incision was noticed. Two back stitches did not hold and other suture was used to close the incision that came open. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the suture did not hold in place after two back stitches and after it was cut close to the skin. Barbs did not engage properly in order to hold secure in place. After giving it more thought, there was less tension from the skin on the first wound closure. The stitches were closer together allowing for the barbs to engage properly. On the second closure, his needle passes were not as close as his first closure possibly causing there to be unneeded tension on the skin and suture. The fixation loop engaged exactly how it was intended. The actual device was returned for evaluation. During the visual inspection of the needle/suture piece, no attachment defects or damage on the needle was noted, however there were marks on the body use of the needle holder. Also, suture was damaged (cut) on the body likely by the use of surgical instruments. In addition, the end of the suture was cut. According to the sample condition suggest an improper handling of the sample.